Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the nurse was the only one in the room during patient check. Nurse noticed patient bp was dropping and went to look at the intra-aortic balloon pump (iabp) and noticed that it was off. Nurse stated she doesn't think she accidently hit the button but could not say for sure. The nurse was able to power the pump back on and resume pumping without issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of pump shut off unintentionally is not able to be confirmed. The pumping was resumed without any further issues after the hospital staff turned the pump back on. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the nurse was the only one in the room during patient check. Nurse noticed patient bp was dropping and went to look at the intra-aortic balloon pump (iabp) and noticed that it was off. Nurse stated she doesn't think she accidently hit the button but could not say for sure. The nurse was able to power the pump back on and resume pumping without issue. There was no report of patient complications, serious injury or death.